Event description:
It was reported by legal that the patient underwent a right knee revision approximately 2 years post implantation due to pain, stiffness, limited rom, and loosening. No further information was provided, and it is unknown which components were revised. No revision operative record provided. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown vanguard femoral component. Unknown vanguard patella. Unknown vanguard bearing. Unknown bone cement. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01682.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee revision approximately 2 years post implantation due to pain, stiffness, limited range of motion, and loosening. No further information was provided. All components were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Revision operative notes provided state that patient was revised due to instability, aseptic loosening, arthrofibrosis and rom 0-75 degrees. Zb implants removed with minimal bone loss. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported by legal that the patient underwent an initial right total knee arthroplasty. Approximately 23 months post implantation, the patient was revised due to pain, instability, arthrofibrosis, and loosening. All components were revised with competitor implants without complication. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 141213 - biomet ilok pri tib tray. Cp113616 - vngd ti fem cr. 141314 - biomet finned pri stem. 184764 - series a pat. Ep-183440 - e1 vngd cr tib brg. 110035368 - biomet bc r 1x40 us. 110035368 - biomet bc r 1x40 us. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Primary operative notes state no intraoperative complication. Revision operative notes provided state that patient was revised due to instability, aseptic loosening, arthrofibrosis and rom 0-75 degrees. Zb implants removed with minimal bone loss. A definitive root cause cannot be determined. This complaint is confirmed via operative notes. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.